Manufacturer narrative:
A product deficiency was not identified and no further action is required. Based on the above summary, the investigation is deemed complete. The product will continue to monitored and tracked.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service advised the user to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained.

Event description:
The user reported swabbing their nostrils with the binaxnow covid-19 reagent solution. The user is doing well and does not have any irritation and has not contacted a doctor.